Event description:
It was reported that the device had cracked or damaged downstream occlusion seal. There was no reported patient involvement.

Manufacturer narrative:
Received one device. Inspection found faulty downstream occlusion sensor (dso). Dso seal replace and the device passed functional testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.